Event description:
The patient underwent a balloon ablation procedure. The patient developed cervical stenosis post-operatively, creating dysmenorrhea. The patient required cervical dilation in the office.